Event description:
It was reported that the pump was not working properly which led to the customer being hospitalized. Details of the hospitalization were not provided as the customer decline troubleshooting with tandem technical support regarding the issue.